Event description:
According to the operating room report, this valve was explanted due to pv leak with resultant regurgitation. At explant, it was noted the aorta was 9 to 10 mm thick and was "difficult" to open due to the presence of bypass grafts and an "inflammatory reaction". The valve was observed to be dehisced anteriorly with "no adhesion" between the sewing cuff and aortic wall. It was removed "without difficulty" and 21 mm carbomedics valve was then implanted and a CABG to the pda was performed. The pt could not be weaned from bypass despite placement of an intra-aortic balloon pump, perfusion and medication and expired in the operating room. The family declined an autopsy.